Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while performing skin suturing in an amputation procedure, the needle broke. The sutures were replaced to complete the case. There was no patient injury.